Event description:
The affiliate reported a customer with suspected positive bi. The affiliate reported that the load was not recalled. There was no patient injuries reported.

Manufacturer narrative:
Suspected positive bi.